Event description:
Same case as MFR#: 2134265-2013-00308. It was reported that during a percutaneous coronary intervention, stent damage and a dissection occurred. The 75% stenosed target lesions were located in the moderately calcified and severely tortuous, proximal and distal left anterior descending artery (lad). Predilation was performed with a non bsc balloon. As the proximal lad was noted to be too narrow to cross, the 2.5x38mm promus element long stent was first successfully implanted in the ostium of the lad. A 2.50x32mm promus element stent system was then advanced to the distal lesion, but was unable to cross. During removal, the proximal portion of the 2.5x32mm promus element stent became caught on the implanted 2.5x38mm promus element long stent. A dissection was noted "from distal part of the 1st implanted stent to mid part" which the physician believes was caused by the 2.5x32mm promus element. The patient experienced chest pain. Both stents were noted to be damaged and the 2.5x32mm was carefully withdrawn. The damaged portion of the 2.5x38 stent was treated with deployment of an unspecified size promus element plus stent. The dissection was treated with the deployment of a 2.5x28mm non bsc stent. A 2.75x20mm promus element plus stent was implanted in the original distal lesion. At procedure end, the patient's status was listed as "not good." The patient remained in the hospital and after 24 hours was noted to have 'turned to normal" and was discharged home.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).